Event description:
It was reported to philips healthcare that the device displays paddles cable disconnected and therefore does not pass testing. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.